Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-09029. As part of the investigation, olympus followed up with the user facility to obtain additional information. The clinical manager at the user facility reported that reprocessing procedures are being performed per the instructions for use. The device was being manually washed after the procedure. The scope is also being brushed with an olympus (unspecified) brush. The scope is being put into an oer-pro. Acecide-c is being used as a high level disinfectant. The scope was not cultured. The scope was inspected. No further damage or abnormalities were observed. All reprocessing personnel are trained on how to properly reprocess the scopes. It is unknown what was on the scope if it was film, etc. There have not been any issues noted with the oer-pro. The oer-pro disinfectant is being checked every wash. The original equipment manufacturer (OEM) performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the investigation results, the substance attached to the subject device was determined to be an acrylic resin used as an adhesive agent for tapes or labels. From this, the suggested event possibly occurred for the user might have attached tapes or labels to the insertion section or universal cord of the subject device, and adhesive agent might have remained on the surfaces of the device even after tapes or labels were removed. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced scope was returned to the service center for evaluation. The reported sticky substance on insertion tube and light guide tube was confirmed. Additionally, the evaluation found low angulation, loose control knobs, deep dents in the distal end cover, two cracked light guide lenses at the distal end, deep scratches in the bending section cover and deteriorated adhesives in the distal end. The foreign film like substance was cleaned off the scope using reagent alcohol. The scope was repaired back to specifications and returned to the customer. A repair history was reviewed and showed the scope was last repaired on march 24, 2020. The investigation is ongoing, therefore, the root cause cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that during reprocessing, the evis exera iii colono-videoscope was reported to have a sticky film-like substance coving the outer tube. The scope had been hand washed and machine washed two times but the film substance remains. Perhaps it was the finish on the scope coming off. There was no patient injury or harm reported.